Event description:
This report summarizes 4 malfunction events where a midwest tradition pro handpiece overheated. No injury resulted in any of the events.

Manufacturer narrative:
All 4 devices belong to the same customer and the devices will not be returned for evaluation. Root causes are unknown.